Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown, and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a solicited report by a physician from (B)(6) of peritonitis coincident with extraneal viaflex and physioneal 40 therapies. On an unreported date, the patient began treatment with extraneal viaflex (2l) and physioneal 40, unknown bag (2l) therapies (frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced peritonitis. On (B)(6) 2011, extraneal viaflex and physioneal 40, unknown bag therapies were stopped and the patient was switched to hemodialysis due to the peritonitis. It was not reported whether the patient improved with the discontinuation of the extraneal viaflex and physioneal 40, unknown bag therapies. It was not reported whether the peritonitis resolved. Extraneal viaflex and physioneal 40, unknown bag were not reintroduced. The physician did not provide a statement of causality for the event of peritonitis.